Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise and out of range pacing impedance measurements on the right ventricular (rv) channel which had triggered the lead safety switch (lss) on the device. Fluoroscopy did not identify any damage to the associated lead. A revision procedure was performed and the competitive rv lead was removed from service and replaced. No additional adverse patient effects were reported.